Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while at a baseball game, the patient¿s wearable failed. The patient¿s last known cgm value prior to the wearable failure was 268 mg/dl. At an unspecified time later, while still at the game, the patient state he ¿felt weird¿, sat down on the floor, and lost consciousness. The patient was woken up by several stadium staff and ems. The patient stated he could not recall all the details after this as the event was chaotic and he was unable to recall how long he was unconscious. Ems tested his bg meter reading but the specific value could not be recalled. The patient was also treated with packets of glucose gel. The patient then sat and rested for 30 minutes and was then able to get back up. No injuries were noted because of the patient¿s loss of consciousness. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).